Manufacturer narrative:
Us unk device. (B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned.

Event description:
A physician in (B)(6) reported that a patient had a knot in the percutaneous endoscopic gastro jejunostomy (peg/j) tube and patient experienced loss of effect.